Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported and optical signal failure during preparation of the device. A new impella was opened and setup without further issue. There was no adverse impact to the patient.

Manufacturer narrative:
Data logs showed that the placement signal spiked immediately upon connecting the pump to the aic; the optical sensor parameters were characteristic of an optical fiber break. No external damage or abnormalities were found on the returned pump. When the pump was connected to the aic, the ps spiked out of range and the placement signal not reliable alarm reproduced. The optical parameters of the returned pump were out of specification. Optical testing revealed optical fiber damage within the red handle. In conclusion, it was determined that the cause of the optical signal issue was an out-of-box damaged optical fiber line. This report is being filed as part of a retrospective review of historical records.